Event description:
An attempt was made to implant a complete se peripheral stent in a patient. The target lesion, located in the left sfa exhibited 60% stenosis. The device was inspected and prepped prior to use with no abnormality noted. No difficulties were encountered during advancement of the device to target lesion; however it was reported that, when the physician started to deploy, he noted that although the knob rotated at first, while trying to pinch and pull technique the knob got stuck; however he continued rotating counterclockwise and the stent was successfully deployed. It was reported that, post deployment, the device felt unusually tight, almost stuck to retract. No patient complication and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). Conclusion: (based on the information available no root cause can be determined). (B)(4).